Event description:
Additional information received reported the patient does not have concerns with their device or therapy.

Event description:
It was reported that the patient had her pump refilled twice a year and the healthcare provider (hcp) was having trouble filling the pump. It was indicated that the patient had trouble locating the pump on (B)(6) 2013 and it had taken a series of pokes to get the drug in the pump. At the refill on the day of report, they had the same issue. The patient¿s alarm date was (B)(6) 2014 and they hardly aspirated any fluid out of the pump. It was also noted that the pump did move in the patient¿s stomach. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).